Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7143732.

Event description:
It was reported that during the implant procedure when physician place the leads patients stats has dropped and implant procedure was aborted. The patient was doing well and physician does not believe any product was the cause.